Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found no visual issues related to the reported event. The unit functioned normally during testing (energized, cauterized, and recognized instruments). Erbe will be sent to original equipment manufacturer for further investigation. The probable root cause in this case is attributed to the faulty erbe generator. This error indicates internal timeout. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-06, m18, and m11. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported encountering error messages related to the cautery equipment. Errors c-06, m-18, and m-11 were found in log on the integrated electrosurgical unit (iesu) or erbe. The errors were not occurring at the time of the report. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a power cycle on the erbe after the procedure and ensuring the erbe completed its power-on self-test (post) without any errors. The procedure was completed as planned with no report of patient injury.